Manufacturer narrative:
Device was not received stuck in the manufacturing mode. Device received with operating currents within specification. Device passed selftest, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 or electrical board, insulin pump was monitored and functioned properly. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s battery runs out fast every 2-3 days. The customer¿s blood glucose during the incident was unknown. The insulin pump was returned for analysis.